Manufacturer narrative:
As reported, after sliding the shuttle down on a 5f mynxgrip vascular closure device (vcd) to deploy the plug, the sheath would not retract over it. The sheath and device were removed, and manual pressure was held to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure, utilizing a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was arterial, with a diameter greater than or equal to 5 mm. There was little or no vessel tortuosity, and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. Manual compression was applied, though the duration is unknown. The stopcock of the introducer sheath was opened prior to shuttle deployment. No significant resistance, excessive force, or unusual force was applied during the shuttle deployment or sheath retraction. There were no kinks in the sheath or device after removal, and the device storage temperature did not exceed 25°c. The deployer was in training with the mynx, and a representative observed the deployer to confirm appropriate usage. The user will also be attending an in-service to ensure additional proper usage and education. A non-sterile mynxgrip vascular closure device (5f) was received with the shuttle fully engaged. The advancer tube and sealant were in their manufactured positions, and the stopcock was found open with no syringe attached. A cordis sheath was inserted on the device. No damage or anomalies were observed along the body of the device. Per functional analysis, a balloon inflation/deflation mechanism evaluation was executed along with a deployment simulation. During these evaluations, the device did not show any evidence of abnormal conditions. The balloon inflated and deflated as expected, and the deployment of the advancer tube and sealant was achieved. The reported event of ¿sealant-device deployment jam¿ was not observed through analysis of the returned device since deployment of the sealant passed functional analysis with no anomalies noted. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported since there were no anomalies noted during functional analysis and the sheath was retracted onto the shuttle. However, procedural/handling factors with the device are possible. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after sliding the shuttle down on a 5f mynxgrip vascular closure device (vcd) to deploy the plug, the sheath would not retract over it. The sheath and device were removed, and manual pressure was held to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to the IFU. The mynx vcd was used in a diagnostic procedure, utilizing a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was arterial, with a diameter greater than or equal to 5 mm. There was little or no vessel tortuosity, and no presence of pvd or calcium near the puncture site. Manual compression was applied, though the duration is unknown. The stopcock of the introducer sheath was opened prior to shuttle deployment. No significant resistance, excessive force, or unusual force was applied during the shuttle deployment or sheath retraction. There were no kinks in the sheath or device after removal, and the device storage temperature did not exceed 25°c. The deployer was in training with the mynx, and a representative observed the deployer to confirm appropriate usage. The user will also be attending an in-service to ensure additional proper usage and education. The device is being returned for evaluation.